Event description:
It was reported that the latch was not sensing when it was closed. There was no patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: product received date 7/7/2025. H3/h6: one device was received for analysis with complaint that the latch was not sensing when it was closed. Log events were reviewed and there were no errors related to the complaint. There were no services previously reported. During functional testing with latch lock test the complaint is confirmed, and the latch lock test flex circuit is replaced. Device passed testing post repair.